Event description:
Following a 46-hour chemotherapy treatment, the pt had 10cc of medication remaining from a prescribed volume of 51cc. This calculates to a delivery rate that is approximately 17% below the specified tolerance limit for the device. Per the complainant, there was no injury associated with the event.